Event description:
Customer reported receiving erratic readings on their blood glucose monitor within 10 minutes of 170 mg/dl, 205 mg/dl, 425 mg/dl and 85 mg/dl. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The complaint was not confirmed and no new issues were observed. All results were within the range spec during control solution testing. Additionally, not all the reported readings were found in the device's internal memory log within 10 minutes. Only the reported readings of 205 mg/dl and 425 mg/dl were found within 10 minutes.